Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in. A clog separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the needle and the syringe became unclogged and squirted the medicine on the clinical staff.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in. A clog separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the needle and the syringe became unlogged and squirted the medicine on the clinical staff.

Manufacturer narrative:
Additional a code added to reflect the malfunction: h.6 imdrf annex a code - medical device problem code - a0413.

Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in. A clog separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the needle and the syringe became unlogged and squirted the medicine on the clinical staff.